Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell eight of ten of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak between the supply line of the homechoice cassette and the supply bag that led to this alarm. The leak was further described as "when closing the clamps, caregiver (cg) noticed some wetness at the connection of one of the supply bags and the supply line, cg did not notice any visible damage". Renal therapy services (rts) assisted the cg to close the transfer set and disconnect the patient using the aseptic way. Rts reviewed proper procedures per the user manual with the cg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.